Manufacturer narrative:
Product event summary: the lead was returned for analysis along with the lead data from the device memory. The device memory was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Analysis of the device memory indicated atrial oversensing. Analysis of the lead revealed that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the patient was having shortness of breath due to decrease percentage of bi-ventricular pacing. The right atrial (ra) lead was found to have no capture, low abrupt decrease in lead impedance, and noise oversensing reproducible with pocket manual stimulation. The lead was removed and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.